Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No frozen screen noted. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.

Event description:
Customer's mother reported that the display on the insulin pump froze. She stated that a battery change had temporarily resolved the issue. The blood glucose reading was 55 mg/dl. Customer was low due to overbolusing but was treated with juice. She stated that the buttons on the insulin pump were not fully responsive. The blood glucose reading was brought up to 143 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.